Event description:
It was reported that there was low flow in arctic sun device. Per wo observation on (B)(6) 2023, it was noted there was no patient involvement. Per evaluation summary update on (B)(6) 2023, circulation pump has been found to build no pressure as it has been too weak to work properly. Preventive maintenance procedure has been performed. Circulation and mixing pump and both drain ports have been replaced. Mentioned issue has been solved that way.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. Circulation pump has been found to build no pressure as it has been too weak to work properly. Circulation pump has been replaced. The device underwent pm servicing while in for repair. Mixing pump, heater and drain ports have been replaced preventatively. The device passed the procedure and can be placed back into normal use. The device did not meet specifications, and was influenced by the reported failure. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was low flow in arctic sun device. As per wo observation on 21feb2023, it was noted there was no patient involvement. As per evaluation summary update on 21mar2023, circulation pump has been found to build no pressure as it has been too weak to work properly. Preventive maintenance procedure has been performed. Circulation and mixing pump and both drain ports have been replaced. Mentioned issue has been solved that way.